Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone that insulin pump had motor error alarm. Customer¿s blood glucose was 137 mg/dl at the time of incident. Drive support cap was normal. Insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.